Manufacturer narrative:
B3 - date of event estimated as (B)(6) 2024 d4 - the UDI is not known as the part and lot number were not provided the device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the part and ot number was not reported. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported in a general comment that when pushing in the copilot valve to get bleed back, the side port got air in it. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.